Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, the patient developed subcortical brain hemorrhage in the left parietal lobe. Right hemiplegia and motor aphasia were identified; the patient was later transferred to another hospital specializing in rehabilitation after the condition was stabilized. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.